Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was worse than before the implant. Prior to the report, they tried increasing the stimulation. They were having problems, noting they hadn¿t had results and it hadn¿t helped at all. They also had a change in their bowel function and blood on their butt. There was pain on the implant area and the patient had developed numbness on their right hand and pain on their whole arm, going to their back. They went to their healthcare professional (hcp) and they stated arm paresthesia and muscle damage on their right nerve and wanted the patient to do therapy. The patient also had night time accidents so big they had to change their bed. It was noted that the paresthesia started 2-3 weeks after the implant. They were following up with the hcp on the day of the report. There were no device issues or further complications reported or anticipated.